Manufacturer narrative:
A skin burn on the plantar surface of the foot was reported for a patient treated with the tenex tx2 tissue removal system. Treatment was of the plantar fascia. Tenex health reviewed the case with the physician after receipt of the complaint. The burn was observed at the needle insertion point on the surface of the foot, with slight separation and blistering of the skin. It did not appear to be a deep burn. Normal post-operative treatment protocol was followed. The patient was provided with a boot and partial weight-bearing instruction. The physician saw the patient at the normal 2-week follow-up time. The burn was treated with silvadene cream, dry gauze and dressing. It had a fibrous cap and the area was tender, but it was expected to heal normally and the patient to recover. The physician will continue follow-up visits with the patient until full healing. The tx2 microtip was discarded and was not available for investigation by tenex health. No other issues have been reported or detected with the reusable tx system console that was used during the procedure associated with this complaint.

Event description:
Patient burn on the skin surface at the insertion point of the tx microtip needle.

Manufacturer narrative:
Follow-up report #01. Device is not available for evaluation. It was discarded by the user (as noted in the initial report).